Event description:
It was reported that following an ablation procedure, multiple patients experienced visual deficits / complications. Two patients experienced homonymous hemianopsias (hh), two experienced quadrantanopsias, and two experienced cranial nerve (cn) IV palsy. There were no further patient complications reported in relation to this event.